Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The cause of the low bg was unknown. A system check was performed, and it was found that the customer was using off label insulin (lispro) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer received third party assistance from emergency medical technicians (emts), who provided carbohydrates, took the customer to the emergency room (ER) and they were subsequently hospitalized. The hospital provided intravenous therapy (IV) of fluids of saline and nausea medication to address the customer¿s bg. The customer fell against a wall and hit their head, but no permanent damage occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.